Event description:
Related manufacturer report number: 1627487-2021-17768. Additional information received reports that patient underwent surgery on (B)(6) 2021 wherein system was explanted due to inability to have mris.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported patient could not turn on MRI mode on due to low impedances. Surgical intervention is planned to address this issue.